Event description:
During a review of the patient event files, it was determined the device may have experienced a "shock advised" reversal decision during a patient use event. The patient did not survive.